Event description:
It was reported that the patient had an episode of atrial fibrillation (af) and an external cardioversion shock was provided to terminate the af. Several days later, both the right ventricular (rv) lead and superior vena cava (svc) coil impedance suddenly increased and both are now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008; 310c27 tissue valve, (B)(6) 2008. (B)(4).